Event description:
The reporter did back to back (rapid succession) blood glucose testing, within a few minutes, using same finger stick. Reporter did not have any symptoms. Control testing was not done since the reporter did not have any supplies available. On follow-up, the reporter stated that "I didn't" clean my meter as often as I should have." Reporter understands technique, and will call if additional help is needed. No harm was alleged.